Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent device to treat a non-tortuous, severely calcified lesion with 80% stenosis in the diagonal artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It is reported that stent deformation occurred during placement of the stent in the diagonal artery lesion. The procedure was then successfully completed using another resolute integrity device (rsint 22508x lot 0008163887). The physician reported that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.